Event description:
Customer reported the insulin pump did not administer the proper insulin. Customer's blood glucose was 500 mg/dl. Customer stated her basal rates were changed and she has not had sugary food. Customer was asked if she wanted to troubleshoot but customer just kept repeating information. Customer was advised to talk to doctor. Customer hung up. Customer called back, was talking slurred. Possible she had low blood glucose or a speech impermanent. Customer went to ramble on about other irrelevant things. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.